Manufacturer narrative:
Root cause: the root cause for the reported issue that device had syringe calibration error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that syringe module had displayed syringe calibration error when attempting to program using a fifty (50) ml syringe. There was no patient involvement. Additional information was received on 13mar2026 through due diligence. Customer biomed ran device through recalibration process and device is "working fine".